Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h.6., and h.11. One opened clearcut safety knife, in a blister was received for the report of tip of the scalpel is crooked. Samples was visually inspected and found to be nonconforming. Sample blade had bent tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the tip of the knife bent; therefore, a bent knife prior to patient contact bent was confirmed; however, how and when the tip of the knife bent could not be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that tip of an ophthalmic surgical scalpel was crooked and making it impossible to use before cataract surgery. The surgery was completed on the same day after replacing with another product. No patient impact was reported.